Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported patient arrived to emergency department complaining of PICC line leaking; dressing taken down & line flushed. Leaking noted at the junction of the extension tubing and lumen. Indentation from clamp noted. Possible overuse of clamp at location disrupted tubing integrity. Nothing was infusing at time of leak discovery. Inserted ac, secured with statlock. PICC d/c'd. Piv established to bridge, PICC scheduled to be replaced 5/30. No patient harm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a single lumen powerpicc sv was returned for evaluation. An initial visual observation of the photograph showed a drop of a clear liquid at the junction of the extension leg and the luer hub of the catheter. Use residue was observed on the sample in the returned photograph. While a drop of clear liquid could be seen on the catheter in the returned photograph, no damage was observed and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient arrived to emergency department complaining of PICC line leaking; dressing taken down & line flushed. Leaking noted at the junction of the extension tubing and lumen. Indentation from clamp noted. Possible overuse of clamp at location disrupted tubing integrity. Nothing was infusing at time of leak discovery. Inserted ac, secured with statlock. PICC d/c'd. Piv established to bridge, PICC scheduled to be replaced 5/30. No patient harm. No other information was provided.